Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an issue with the receiver continuously restarting in initialization. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot, it is perpetually rebooting. The receiver log was downloaded and evaluated with no related errors observed. The reported event of the patient experienced an issue with the receiver continuously restarting in initialization could not be determined. The root cause could not be determined.